Manufacturer narrative:
H10: per the customer¿s response, there was no deviation from the IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the nozzle being clogged with foreign material could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an issue with the air/water flow system. The issue was observed during preparation for use on an unspecified procedure. There were no reports of patient or user harm associated with this event. Additional information has been requested but not yet received. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the plastic distal end cover insulation was not to specification, the insertion tube insulation was not to specification, cuts on switch 1, the bending section cover rubber glue was cracked, and the insertion tube had scratches and continuous peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.